Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an error message stating "the meds will not be dispensed" when accessing controlled medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: a1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error message when accessing controlled medications. A technical support specialist dialed in and found multiple kernel event issues. The tss informed a field service engineer to inspect the internal battery and reimage the device. The field service engineer reimaged the anesthesia station at the request of the tss, configured the station, synced it, replaced the internal battery, and tested the battery in diagnostics. The customer was able to verify access to the drawer. The system functioned as intended after the field service engineer and technical support specialist resolved the issue

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an error message stating "the meds will not be dispensed" when accessing controlled medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.